Manufacturer narrative:
The device was received deployed. The needle mechanism was fully retracted. The device completed the first prime at pulse 48 and the device was deactivated at the end of the second prime. Timeouts followed by a drop in the pulse width was observed in the data at the end of the first prime. A drive stall was observed at the end of the device run. No issues were observed with the bottom housing or e-seal. The needle mechanism was reset and redeployed with no issue. It cannot be conclusively determined if the drive stall contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy the cannula and the pink slide did not move forward at pod activation, indicating a needle mechanism failure occurred.